Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the white sureform 45 stapler reload associated with this complaint. Failure analysis did not confirm the reported event. The stapler reload was returned fired. All pushers of the staples were found at the bed surface of the cartridge. The reload knife and shuttle track was concealed at the distal end of the cartridge. No damage was found with the reload. No product issue was identified. Isi received the sureform 45 curved-tip stapler instrument associated with this complaint. Failure analysis (fa) did not confirm the reported event. The last procedure showed 3 successful fires with a white sureform 45 stapler reload. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on the system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamped and fire test passed. The instrument fired successfully and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. No firing errors were replicated during in-house testing. The sureform 45 stapler logs show (part number 480545-04), (lot number l10230223-0149), was installed on the system 3 times and fired 3 white reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. A review of the an image provided by the customer was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, it is clear by the staple formation (b-shape) in the image, that the pushers and staples were deployed. Since the staples are present and formed, it indicates that tissue was likely not in that location when the staples were deployed, leaving them to seal on themselves, rather than be implanted on tissue. This image does not indicates a failure to deploy staples, but rather a failure of staples to be implanted in the tissue. This is further evidenced by the fa finding of the shuttle and knife at the distal end and all pushers deployed. A review of the logs show no firing failures.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the staple line was incomplete. The surgeon was using the sureform 45 curved-tip stapler instrument while stapling the renal artery with the first fire of a white sureform 45 stapler reload. The stapler reload was reported to compress successfully with no pauses or errors. There was no bunching of tissue. After a successful firing sequence, the stapler instrument was unclamped and bleeding was observed from multiple parts on the staple line. Clips were applied to successfully control the bleeding, the estimated blood loss was 10ml, and no blood products were required. The same sureform 45 curved-tip stapler was used throughout the remainder of the procedure. The procedure was completed robotically and the patient is recovering well.